Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown 32mm plus 6 10 degree insert. Cat # unk, lot # unk, description: unknown plus 4 v40 sleeve. Cat # unk, lot # unk, description: unknown universal 32mm bilox head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left total hip revision.